Event description:
The customer reported being hospitalized for high blood glucose of over 490mg/dl. The customer stated that she was vomiting prior to her admission. The customer was experiencing unexplained high blood glucose for the past day. The customer's most recent glucose reading was 452mg/dl, and she was treated with the insulin pump and manual injections. Troubleshooting was performed. The programming, time, and date on the insulin pump was correct. Ran a fixed prime and high pressure test and the tests passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.